Event description:
A customer contacted beckman coulter inc. (Bci) stating that a specific patient's sample results were discrepant between c - reactive protein (crp) and crp-h that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Customer noted that the crp and crph results were run at different laboratories on different instruments. The erroneous results were reported out of the laboratory. The patient was retested due to the discrepant results. Impact on patient treatment was not reported.

Manufacturer narrative:
Per the customer, the samples were not icteric or hemolyzed, but were slightly turbid. No system issues were noted. Customer reports that control recovery has been acceptable for both chemistries. Per the customer, this event appears to be a sample-specific issue, so service was not requested. Customer did not provide a sample to send to bci for further investigation.